Event description:
A malfunction code was reported by the customer, identified as malf 9. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue arises again. No additional information was received regarding the outcome of the event.